Event description:
In 2006 - I had emergency surgery because I had a perforated appendix, so I was full of fluid. I was left open after surgery with a huge deep open wound thru my belly button from that day thru - 2007 until I was told by doctor that I would need incisional hernia surgery. After my hernia surgery, I was closed shut with staples that stayed in for two weeks. In between my appendix surgery in that time period, I had infection 20 days after appendix surgery, I had a wound vac machine for weeks for open wound because the doctor could see right down thru my stomach and 8 CT scans in the time period. And I was in/out of the hospital 4 times. The first was because of fluid again in my stomach. Second time, constant vomiting and could not keep food down, infection. Third the same vomiting, high white count - infection. Last time was - vomiting my own bile, could keep down food, water, had trouble walking, high white count. And through all the hospital stays, I had constant pain in my abdominal area because of gapping open stomach wound, severe pain. Now I'm still dealing with high white count and abdominal pain from last surgery. My doctor does not know why my white count is still so very high. One, he said, I thought it was never cause and pulling in my stomach and for the white count, he ordered scans, but still no answers on what is going on, but I had several uti's since my surgery, fever, fatigue, and doctors have no answers at all.